Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during implantation of an intraocular lens (iol) the lens had anomaly upon unfolding. Procedure was completed by another lens. Additional information was requested.

Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. Both haptics were slightly bent in the gusset and distal area. The optic had a large deep scrape mark on the anterior side of the lens. The optic had a small torn/split/cracked area from edge towards center near the top of the lens and an additional larger in size torn/split/cracked area near the gusset area. A fold inspection could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The cartridge and handpiece information was not provided. A viscoelastic was indicated which is qualified for use with this lens in qualified cartridge combinations the product investigation could not identify a root cause for the reported event. A fold inspection could not be conducted due to extensive lens damage. Other lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The file indicated that the back up lens was the same model and diopter. The manufacturer internal reference number is: (B)(4).